Manufacturer narrative:
The device was received for evaluation. During functional testing, failed downstream occlusion test was unable to be reproduced due to reload set event. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. Evaluation determined that the tubing guide depth is out of range. The tubing guide requires adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed downstream occlusion test during unspecified process. There was no patient involvement. No additional information is available.